Manufacturer narrative:
B3 date of event: date of first month study commenced used as event date is unknown d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Ha, f.j., et al. (2025) procedural and clinical outcomes of pulsed field ablation for atrial fibrillation in female patients: an observational study at a large tertiary centre in australia. Journal of interventional cardiac electrophysiology. Doi.org/10.1007/s10840-025-02167-9. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that death occurred. A retrospective, single center study was conducted from november 2022 to june 2025 evaluating procedural outcomes for patients undergoing pulse field ablation (pfa). Procedure summary: five hundred and sixty four (564) patients were enrolled in the study and underwent pfa via the farawave catheter. Femoral venous access was obtained and transseptal access was performed under transesophageal echocardiogram guidance. Intravenous heparin was administered following transseptal access. Pulmonary vein isolation was performed using the farawave catheter and the procedure concluded. Event summary: post pfa procedure, the patient experienced cardiogenic shock and multiorgan failure resulting in patient death. Patient status: the patient is deceased.

Manufacturer narrative:
B3 date of event: date of first month study commenced used as event date is unknown. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Ha, f.j., et al. (2025) procedural and clinical outcomes of pulsed field ablation for atrial fibrillation in female patients: an observational study at a large tertiary centre in australia. Journal of interventional cardiac electrophysiology. Doi.org/10.1007/s10840-025-02167-9. With all the available information, boston scientific (bsc) concludes: device history record review. The lot number of the farawave catheter was not provided, therefore a device history record review was unable to be performed. The upn of the farawave catheter was not provided, therefore a ship history of previous lots sent to the customer were unable to be reviewed. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the farawave catheter was not returned therefore returned device analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists cardiac arrest and death as known potential adverse events associated with the use of the device. Risk review: a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the events of cardiogenic shock, multiple organ failure and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that following a pulse field ablation procedure using a farawave catheter a patient experienced cardiogenic shock, multiorgan failure, and death. The patient had a known history of ischemic cardiomyopathy, which represents a pre existing risk factor for cardiogenic shock and organ failure. Per the farawave catheter hazard analysis and risk thresholds death, cardiogenic shock, and multiorgan failure are serious clinical outcomes that may occur in patients undergoing complex left atrial ablation procedures, particularly in the setting of significant baseline cardiac comorbidity. Cardiogenic shock, multiple organ failure and death are known potential adverse events associated with the use of the farawave catheter.

Event description:
It was reported via literature that death occurred. A retrospective, single center study was conducted from november 2022 to june 2025 evaluating procedural outcomes for patients undergoing pulse field ablation (pfa). Procedure summary: five hundred and sixty-four (564) patients were enrolled in the study and underwent pfa via the farawave catheter. Femoral venous access was obtained and transseptal access was performed under transesophageal echocardiogram guidance. Intravenous heparin was administered following transseptal access. Pulmonary vein isolation was performed using the farawave catheter and the procedure concluded. Event summary: post pfa procedure the patient experienced cardiogenic shock and multiorgan failure resulting in patient death. Patient status: the patient is deceased.